Event description:
An olympus representative reported, the evis lucera elite colonovideoscope had poor water supply during a diagnostic upper routine inspection procedure. During inspection and evaluation, there was a foreign object inside the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to adhesive peeling on a-rubber, insulation resistance value at distal end does not meet specifications, due to wear of angle wire, bending angle in up direction and the play of up/down knob does not meet specifications, cracks and scratches found throughout the device, and suction cylinder is shaved. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.